Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was stuck at 00:00 and would not boot up. Review of the logfiles confirmed the malfunctioning of frontal ip-pc and the cause was either malfunctioning 'grabber cards or psu or disk bay' or empty battery. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the ippc as defective. The defective clarity pc was returned to failure analysis and confirmed that the failed component was hdd bay. Fse replaced the imaging pc and performed os and application software, reloaded on imaging pc hard drive and re-created image store. After the replacement of imaging pc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck at 00:00 and would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.